Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with 99% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed lesion in the proximal left anterior descending artery. A 1.5x15mm unspecified non-abbott balloon dilatation catheter (bdc) was advanced and used to dilate the lesion. A 2.5x12mm nc trek bdc was advanced for additional dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed without resistance and the procedure was successfully completed with a 2.5x10mm unspecified non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.